Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. At about 12:15pm, the patient started to have a seizure and the patient's brother called for their mother. It was indicated that the cgm was displaying 107mg/dl and when the patient's mother checked the patient's bg value it was 33mg/dl. The patient was treated with glucose gel and glucagon and the patient became stable. At the time of contact, the patient was doing good. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.